Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, openings, wear abrasion, crease fold, fluids. Leak test was performed, and found openings on anterior and posterior. A microscopic analysis was performed, which identify crease sharp opening on anterior and opening striated in posterior side. Stress mark. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a crease sharp opening on anterior assessed, as fold flaw opening. A striated edge opening on posterior side assessed, as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.